Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The customer complained of a discrepant inr result from coaguchek xs meter serial number (B)(4) compared to the laboratory result. The result from the meter using capillary blood was 2.6 inr. The result from the laboratory using venous blood was 2.0 inr. There was no allegation of an adverse event. The customer's therapeutic range was 2.0 - 3.0 inr. The returned test strips were measured with the returned meter using a high control level. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. Relevant retention test strips (lot 322641) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The returned customer material and retention material comply with the specification. The investigation did not identify a product problem. The cause of the event could not be determined.